Event description:
Olympus med systems corp (omsc) was informed that the subject device didn't work. Omsc received the device and it was found that the ptfe pad of the device was partially peeled on may 18 2015. The sales co of olympus followed up with user facility and omsc got additional info below. The subject device was used for a thyroidectomy. The surgeon found that the ptfe pad of the device was failed after 5 minutes use. The procedure was completed with another thunderbeat device. There was no pt injury reported.

Manufacturer narrative:
The subject device was returned to omsc for eval. The eval confirmed that there were contact marks on the surface of the probe and the jaw and the ptfe pad was partially peeled. The mfg record was reviewed with no irregularities. As a result of the investigation, omsc concluded that the device didn't work since the ptfe pad was peeled and consequently the probe contacted with the jaw, and besides some kind of error occurred. And omsc also concluded that the ptfe pad peeling occurred since the user continued to activate seal and cut mode without contacting tissue (including the case that the user kept activating after the tissue already cut). This report is being submitted in an abundance of caution.